Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 31-jan-2017, UDI #: asku, mfg date: 31-jan-2016, (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 31-jan-2017, UDI #: asku, mfg date: 31-jan-2016, (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 31-mar-2019, UDI #: (B)(4), mfg date: 26-mar-2018, (B)(4). Heartware ventricular assist system ¿ controller ac adapter controller ac adapter / (B)(4) / model #: 1430de / expiration date: unknown, UDI #: asku, mfg date: unknown, (B)(4). Heartware ventricular assist system ¿ controller dc adapter: controller dc adapter / (B)(4) / model #: 1440 / expiration date: unknown, UDI #: asku, mfg date: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with an unidentified source. Servicing was performed on four batteries, one ac adapter, and one dc adapter, and they remain in use. It was noted that all the power sources were previously prophylactically lubricated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller, four batteries (B)(4), one controller ac adapter and one controller dc adapter were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(4). In addition, log file analysis revealed a controller power up event on (B)(6) 2019 at 03:45:25. The controller was without power for 28 seconds. As a result, the reported event was confirmed. While the products were not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four batteries, one controller ac adapter and one controller dc adapter were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited to a communication error and/or to momentary disconnection due to corrosion of the controller power port pins. Additional products: d4: catalog #: 1650de, serial #: (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. D4: catalog #: 1650de, serial #: (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. D4: catalog #: 1650de, serial #: (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. D4: catalog #: 1430de / serial #: (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. D4: catalog #: 1440, serial #: (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the power switching continued with the same associated products. Review of log files revealed a loss of power to the controller. The controller remains in use. One battery will be exchanged due to power disconnect alarms.